Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. We checked the returned unit and confirmed that the air nozzle missing. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the water tube clogged, the water nozzle missing, the angulation-down angulation excess wire play, the angulation-left angulation excess wire play, the angulation-right angulation excess wire play, and the angulation-up angulation excess wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we can not deny the possibility of the nozzle falls. Therefore, based on the technical report ""hr-rpt-0585(nozzle)"" and/or the risk analysis results, it was evaluated to submit MDR.